Manufacturer narrative:
This complaint was initially reported to codman on (B)(6) 2016 as the deltaplush coil not advancing in the sheath; however, product was returned for analysis on 06/15/2016. This device met MDR reporting criteria on 06/20/2016 when the unreported coil damage that could not have been seen by the uses was discovered through failure analysis. (B)(4). Conclusion: the deltaplush (lot c24954) was returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. The coil could not be advanced outside the distal tip of the introducer sheath upon receipt. As viewed though the introducer sheath it was found that the coil¿s socket ring was bent approximately 90 degrees distally into the proximal soldered section of the coil. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. The articulating junction is now in a fixed position. All the external force is now directed toward the introducer sheath¿s sidewalls. There is compression and buckling coil damage at the proximal section. Past the damaged coil section, the remainder of the coil is undamaged. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced inside the introducer sheath was confirmed, and unreported coil damage was also found during analysis which was most likely related to the inability to advance the coil from the sheath. The most likely root cause of the coil unable to be advanced through the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ since there was no evidence that the event occurred during the manufacturing process, no corrective action will be taken at this time. This is 1 of 5 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00025, 2954740-2016-00024, 2954740-2016-00022 and 2954740-2016-00023, which have already been submitted. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during an interventional coil embolization procedure there were performance issues with five coils. A deltaplush 2x3 coil (cpl10020330/c25584), deltaplush 2x4 coil (cpl10020430/c24954) and deltapaq 1.5x2 coil (cdf10015230/c24237) had stretching issue after re-sheathing. During product analysis, lot c25584 was also returned with coil detachment. A deltaplush 2x4 coil (cpl10020430/c24954) was not advanced in the sheath, and the coil was found to have compression and buckling damage during analysis. A deltaplush 1.5x3 coil (cpl10015330/c17020) was pre-maturely detached after re-sheathing and was found to be buckled and compressed during product analysis. This procedure was successfully completed. There was no report of patient injury.